Event description:
During manufacturer review of a patient's vns programming history, it was identified that a faulted systems diagnostics test occurred on (B)(6) 2010. The change in settings was noted after the test, but the off time was not changed back to the intended setting, and was left at 60 minutes off. The off time was later corrected on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.